Event description:
It was reported that a large volume infusor leaked. The specific location of the leak was not provided. The device had been filled with normal saline. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from september 20, 2021 - september 21, 2021. The actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no signs of leak were observed. The visual inspection verified a leak had occurred. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.